Event description:
Rptr had implants implanted in 1965. On 12/22/76 she developed skin eruptions. Raised red splotches appeared on her arm and back of thighs. Blood tests showed elevated antigens. Rptr was diagnosed with connective tissue/collagen disease. Presently rptr has red blotches on her breasts. Her implants are hard and painful with burning sensations. Scar tissue surrounds them. Rptr had an open capsulotomy. The pathology reports of 12/17/92 reports that both breast capsules had "dense fibrous tissue with refractile foreign material consistent with polydimethylscloxane (silicone)." The left implant was ruptured during surgery and the right implant was already ruptured.